Event description:
The patient's device put her into "shock." The device was not working. Additional information has been requested.

Manufacturer narrative:
Lead model 3093-28, lot # v653973, implanted: (B)(6) 2011; programmer model 3037, serial # (B)(4).